Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During the introduction of a 3.00 x 38 synergy¿ stent in the guide catheter through the hemostatic valve, an unusual strong friction was encountered. The device was removed and it was noted that the stent was crushed over the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent struts along the distal & mid-portion of the crimped stent were damaged, deformed and stretched distally towards the distal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile and no issues were experienced when tracking the device over a 0.014¿ guidewire on the evaluation bench. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. During the introduction of a 3.00 x 38 synergy¿ stent in the guide catheter through the hemostatic valve, an unusual strong friction was encountered. The device was removed and it was noted that the stent was crushed over the balloon. The procedure was completed with another of the same device. No patient complications were reported.